Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead had a heart rate in the 20s. The electrogram (egm) was reviewed and showed that the rv lead was not capturing. The patient had a ventricular escape rate of 25 beats per minute. A revision procedure was scheduled. The pacemaker and rv lead were both explanted and replaced. No additional adverse patient effects were reported.